Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room with high blood glucose of 1280mg/dl, and he was treated with insulin drip and dextrose drip. The customer passed out and was rushed to the hospital. He stayed in the hospital for three days and then was released. No further information was provided.